Event description:
It was reported that when taking a graft it went too deep. No further injury or adverse consequences were reported, as a result of the incident.

Manufacturer narrative:
Device was returned to the manufacturer. Device eval revealed that the device was in calibration and rpms were within the specification limits. This medwatch is being submitted late as it was identified during a retrospective review conducted pursuant to an FDA inspection at the manufacturer's facility in early 2008 and in response to an inspectional observation. The agency's inspectional observation concerned the manufacturer's decision not to submit mdrs for certain events involving product manufactured at the facility